Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device was making a strange noise. There was a five minute delay to the surgical procedure. There was an identical spare device available to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to been worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.if additional information should become available, a supplemental medwatch report will be submitted accordingly.